Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI p port isp - groshong. It was reported that during the preparation a hair was noted inside the package of the device. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI p port isp - groshong. During the preparation a hair was noted inside the package of the device. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one partially unsealed power port isp MRI implantable port kit was returned for evaluation, and two photos were provided for review. Visual evaluation was performed on the returned device. Evidence of seal transfer was noted throughout the outer tray. The inner package tray was noted to be sealed; components did not look affected. What appeared to be one piece of hair, was recovered from received sample kit. The photo shows a partial view of the unsealed pack where the outer layer was opened, and a hair strand can be noted. No other anomalies were noted. The manufacturing evaluation site states, a closer view revealed hair contamination on the lid of the inner tray, the inner tray was sealed, no other abnormalities were observed across the sample. Therefore, the investigation is confirmed for the reported hair in the package. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g2, g3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.